Event description:
The customer observed falsely depressed co2 results generated on the architect c16000 processing module for two samples. The customer repeated the sample and the results were higher. The following data was provided: sid (B)(6) initial result = 9 mmol/l repeat result = 22 mmol/l, sid (B)(6) initial result = 6 mmol/l repeat result = 29 mmol/l. Reference range = 20-28 mmol/l no impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument performed troubleshooting, including part replacement and water bath cleaning but was unable to determine a single definitive part the likely cause for the discrepant results. The architect c16000, serial number (B)(6) was considered to be the likely cause. The instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending data in the product monitoring review revealed no systemic issues or trends related to the result issue described in this complaint. Device history record review did not identify any non-conformances or deviations with the architect c16000 (03l77-01) and the complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect c16000, serial number (B)(6).

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for section a1 patient identifier: sid (B)(6)and sid (B)(6)

Event description:
The customer observed falsely depressed co2 results generated on the architect c16000 processing module for two samples. The customer repeated the sample and the results were higher. The following data was provided: sid (B)(6)initial result = 9 mmol/l repeat result = 22 mmol/l sid (B)(6)initial result = 6 mmol/l repeat result = 29 mmol/l reference range = 20-28 mmol/l no impact to patient management was reported.